Event description:
Customer reported being hospitalized due to low blood glucose. Customer stated that the numbers were not showing up on the screen but they connected themselves to the pump anyway. Customer stated that it is possible that they were connected to the pump during the manual prime. Customer also stated that they were having no response from act button, advised customer to monitor pump and call back as needed.